Event description:
Lead noise can be seen on home monitoring leading to inappropriate therapy. Lead currently remains implanted but device is programmed off. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.